Event description:
It was reported that revision surgery was performed due to metallosis, elevated metal ion levels, soft tissue reaction, pressure and swelling. Devices implanted (B)(6) 2010.

Manufacturer narrative:
.